Manufacturer narrative:
No product has been returned and a valid strip lot number has not provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The device history review (DHR) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle test strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion. On (B)(6)2018, customer experienced blurry vision, dizziness and thirst, and was advised by her mother, who accompanied her to a health clinic. At the clinic, a reading of 387 mg/dl was obtained on the clinic device and the customer was diagnosed hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with insertion. On (B)(6) 2018, customer experienced blurry vision, dizziness and thirst, and was advised by her mother, who accompanied her to a health clinic. At the clinic, a reading of 387 mg/dl was obtained on the clinic device and the customer was diagnosed hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.